Event description:
On (B)(6) , the user contacted dario to report high blood glucose (bg) readings. The user reported that she takes metformin, but that it is slow in reducing her bg readings. The user also reported that she is trying to test her bg three times a day. On (B)(6) , the user sent another email to dario, and stated that she compared her bg readings between her dario meter and her non-dario meter and the bg readings from her dario meter were incorrect.

Manufacturer narrative:
While following up with the user, it was determined that the user was using new strips and still receiving high bg readings. The user also reported that she performed a control solution test which gave her normal bg ranges. Dario's representative offered to replace the user's meter and test strips, and to troubleshoot further, however the user declined and reported that she is going to use her non-dario meter. There is no enough information available to further investigate this case. Therefore, no resolution is available.